Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('implant removal last december') in an adult female patient who had essure (batch no. B85139) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced headache ("headaches up to nausea"), myalgia ("muscle pain"), tetany ("episode of tetany"), nausea ("headaches up to nausea"), arthropathy ("joint problems (ankles, knees, wrists, neck, hands, fingers)"), paraesthesia ("pin and needles in the hands"), palpitations ("palpitations"), hypertension ("hypertension"), fatigue ("severe fatigue"), gastrooesophageal reflux disease ("gastroesophageal reflux"), memory impairment ("memory disorders") and autoimmune disorder ("autoimmune disease"). The patient was treated with surgery. Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, headache, myalgia, tetany, nausea, arthropathy, paraesthesia, palpitations, hypertension, fatigue, gastrooesophageal reflux disease, memory impairment and autoimmune disorder outcome was unknown. The reporter considered arthropathy, autoimmune disorder, fatigue, gastrooesophageal reflux disease, headache, hypertension, medical device removal, memory impairment, myalgia, nausea, palpitations, paraesthesia and tetany to be related to essure. The reporter commented: investigations made concerning pathologies found no answer to illnesses (rheumatologist, pulmonologist, internal medicine, angiologist, cardiologist, gynaecologist). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 24-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('implant removal last december') in an adult female patient who had essure (batch no. B85139) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced headache ("headaches up to nausea"), myalgia ("muscle pain"), tetany ("episode of tetany"), nausea ("headaches up to nausea"), arthropathy ("joint problems (ankles, knees, wrists, neck, hands, fingers)"), paraesthesia ("pin and needles in the hands"), palpitations ("palpitations"), hypertension ("hypertension"), fatigue ("severe fatigue"), gastrooesophageal reflux disease ("gastroesophageal reflux"), memory impairment ("memory disorders") and autoimmune disorder ("autoimmune disease"). The patient was treated with surgery. Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, headache, myalgia, tetany, nausea, arthropathy, paraesthesia, palpitations, hypertension, fatigue, gastrooesophageal reflux disease, memory impairment and autoimmune disorder outcome was unknown. The reporter considered arthropathy, autoimmune disorder, fatigue, gastrooesophageal reflux disease, headache, hypertension, medical device removal, memory impairment, myalgia, nausea, palpitations, paraesthesia and tetany to be related to essure. The reporter commented: investigations made concerning pathologies found no answer to illnesses (rheumatologist, pulmonologist, internal medicine, angiologist, cardiologist, gynaecologist). Lot number:b85139, manufacturing date:2013/10, expiration date:2016/10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.